Event description:
In february 2006, the company was notified that the pt's cii device was explanted. The pt's device had extruded. The pt was implanted on the contralateral side with another advanced bionics cochlear implant.